Event description:
Vision-impaired customer reported she can feel lancet protruding from softclix device. Customer disconnected before manufacturer's product support agent could determine if customer was alleging that a properly seated lancet did not retract into softclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.